Manufacturer narrative:
An evaluation of the reported event details by a lumenis medical subject matter expert conducted the probable cause to be improper treatment parameters selected for the condition treated and the patient's reported skin type in contradiction to device labeling. Sun exposure prior to treatment is contraindicated in device labeling. An on-site examination of the subject device by a lumenis technical specialist found that the subject device performed within allowable operating and functional tolerances. No related device malfunction was observed.

Event description:
It was reported that a patient sustained burns to bilateral to the jawline following treatment for sun damage with the lumenis one laser. It was further reported the patient had possible sun exposure the day prior to treatment. It was further reported, the patient was treated with two subsequent laser treatments to preclude permanent impairment.